Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-14464. It was reported the patient underwent a dbs implant procedure. During the procedure, the patient's right side dbs lead migrated when the right side extension was being placed/implanted. As a result, the right side dbs lead was repositioned to address the issue. Both of the patient's dbs leads are being reported because it's unknown which lead was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.